Event description:
It was reported, "difficulty in removing guidewire from catheter, caused prolonged catheterization time." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet is confirmed and was determined to be use related. One coiled stiffening stylet threaded through a t-lock and one segment of a 4 fr single lumen powerpicc catheter were returned for evaluation. An initial visual observation showed use residue on the returned samples. The core wire of the stylet was observed to be broken and the majority of the proximal half of the coiled wire was observed to be unraveled and broken at its distal end. The weld tip of the stylet was observed to be missing. The coiled wire was observed to remain tightly coiled near the break site. A microscopic observation revealed the break in the core wire was angled and exhibited a striated pattern on its surface. The break in the coiled wire exhibited similar features. The observed characteristics of the breaks observed in the returned sample indicate the stylet was cut with a sharp instrument, possibly during the process of trimming the catheter. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "difficulty in removing guidewire from catheter, caused prolonged catheterization time." No other information was provided.